Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is returning for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a perforation occurred in the mid right coronary artery (rca). As treatment, a 3.5x16mm graftmaster stent delivery system attempted to advance, however, failed to cross the lesion due to anatomy. Balloon dilatation was performed utilizing long inflations and the perforation sealed . The procedure was successfully completed. There were no adverse patient sequelae and there was no clinically significant delay. No additional information was provided regarding this issue.